Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient was able to charge their ins to 100%. Patient is going to charge until they get to charge sufficient screen to be sure they are charged. As well, it was reported that the antenna locate was able to bring it out of over discharge and there have been 2 instances of the patient losing therapy due to battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was unable to charge. They attempted an antenna locate initially it appeared to resolve the issue. The caller reported a power-on-reset (por) after the antenna locate. They read the battery and saw a "por 0x8" code, confirming an overdischarge. The patient's recharge history showed their last recharge was several months ago. No patient symptoms or further complications were reported as a result of this event.